Event description:
According to the reporter, during hysterotomy, the device broke during use on patient. It presented tip breakage at the moment it was necessary to exchange it for another forceps for the good progress of the surgery. Nothing completely broke off from the device. Based on the investigation, waveguide had fractured and disengaged. Piece did not fall into patient's cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tip of the waveguide had fractured and disengaged. The broken piece was not returned. The analysis found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.